Manufacturer narrative:
Date of event: exact date unknown only month and year provided (B)(6) 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient who underwent a corneal transplant on (B)(6) 2008 and intraocular lens (iol) implantation on (B)(6) 2009 in the right eye now has fairly significant opacification of the posterior capsule, and the iol is foggy or somewhat opacified. Through follow-up, it was learned that the patient experienced some blur, glare, and loss of five lines best corrected visual acuity (bcva). Symptoms significantly interfere with normal daily activities. Surgeon is hesitant to perform yttrium aluminum garnet (yag) laser procedure as it would complicate potential iol exchange. At this time, the lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.